Event description:
It was reported that pump displayed Malf 9 motor malfunction alarm, with no notable events occurring prior to the alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, and successfully reset it with no recurrence of malfunction alarm, was advised to continue using pump and to call back if malfunction alarm recurred, and acknowledged and understood instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android Galaxy S24+ / 2.8 / Android 16.